Manufacturer narrative:
This crt-d remains implanted, so therefore will not be returned to boston scientific crm for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that, during the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited high pacing impedance values of greater than 2000 ohms. The physician reconnected the lead, and all measurements were within normal range. The physician commented that it was difficult to confirm whether the lead was connected properly in the device due to the design of the marker position. The current marker did not help for recognizing tip position. There were no adverse patient effects reported.